Event description:
It was reported that the device displayed "sensor not active" during sensor session. The sensor was inserted into the abdomen before (B)(6) 2023. Product was provided for investigation but was not investigated as analysis would not be able to confirm complaint or determine a probable cause. Confirmation of the allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4); b5: describe event or problem - additional information d9 device available for evaluation - additional information d9: device returned to MFR - additional information d9: date device returned - additional information h2 type of follow up: additional information/ device evaluation h3a: device evaluated by mfg- additional information h3b: evaluation included - additional information h6: additional information.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device displayed "sensor not active" during sensor session. The sensor was inserted into the abdomen before (B)(6) 2023. Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device displayed "sensor not active" during sensor session. The sensor was inserted into the abdomen before (B)(6) 2023. Product was provided for investigation but was not investigated as analysis would not be able to confirm complaint or determine a probable cause. Confirmation of the allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.